Event description:
It was reported that: "this patient with multiple comorbidities presented to the hospital emergency department in acute respiratory distress requiring intubation. The patient was intubated using a size 3-0 cuffed rusch endotracheal tube which was the correct size for the patient at the time of intubation. The patient was extubated at a later date and subsequently was found to be stridulous and aphonic. The patient was taken to the operating room by pediatric ent(ear, nose, and throat) for these symptoms for a direct laryngoscopy with bronchoscopy. Upon evaluation, it was found that the patient had glottic and infraglottic edema as well as granulation tissue in the subglottis consistent with pressure injury from the endotracheal intubation. The granulation tissue was excised at that time and a kenalog injection was performed. This patient would subsequently require two more trips to the operating room for this issue. The cause of this complication in this case is strongly suspected to be the 3-0 cuffed rusch endotracheal tube. The size of endotracheal tubes is measured by the inner diameter of the tube. For the rusch brand tubes (3-0 in this case but this issue extends to both the 3-5 and 4-0 size) there is a larger, more rigid outer diameter than the average endotracheal tube which subsequently increases the amount of pressure exerted on the glottis and subglottis during intubation. This leads to a higher propensity for complications from intubation". Additional information: the patient needed 3 procedures under aneasthesia and a prolonged stay in hosptial. A steroid injection was also administered. The patient is currently asymptomatic and doing well and there is no concern of residual or recurrent airway stenosis.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn # (B)(4). .

Event description:
It was reported that: "this patient with multiple comorbidities presented to the hospital emergency department in acute respiratory distress requiring intubation. The patient was intubated using a size 3-0 cuffed rusch endotracheal tube which was the correct size for the patient at the time of intubation. The patient was extubated at a later date and subsequently was found to be stridulous and aphonic. The patient was taken to the operating room by pediatric ent(ear, nose, and throat) for these symptoms for a direct laryngoscopy with bronchoscopy. Upon evaluation, it was found that the patient had glottic and infraglottic edema as well as granulation tissue in the subglottis consistent with pressure injury from the endotracheal intubation. The granulation tissue was excised at that time and a kenalog injection was performed. This patient would subsequently require two more trips to the operating room for this issue. The cause of this complication in this case is strongly suspected to be the 3-0 cuffed rusch endotracheal tube. The size of endotracheal tubes is measured by the inner diameter of the tube. For the rusch brand tubes (3-0 in this case but this issue extends to both the 3-5 and 4-0 size) there is a larger, more rigid outer diameter than the average endotracheal tube which subsequently increases the amount of pressure exerted on the glottis and subglottis during intubation. This leads to a higher propensity for complications from intubation". Additional information: the patient needed 3 procedures under anesthesia and a prolonged stay in hospital. A steroid injection was also administered. The patient is currently asymptomatic and doing well and there is no concern of residual or recurrent airway stenosis.